Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a motor rate error in the event history log (ehl). The error was reproduced during functional testing. The customer reported product problem was therefore confirmed. The issue occurred due to a faulty motor assembly. The motor assembly was worn after over 10 years of use. This was established as the root cause of the product problem. Beyond the observable wear, no actual fault was found with the pump. The worn motor assembly was replaced.

Event description:
It was reported that the medfusion pump exhibited a motor rate error message. There was no patient involvement.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped and cracked. A review of the event history log identified motor rate error. During functional testing using the occlusion test the reported issue was able to be duplicated. The root cause of issue was related to the normal wear of the pump as it is over 10 years old. Replaced the motor assembly and the clutch seemed loose, replaced clutch half's left and right with leadscrew and spring as a preventative measure.